Event description:
During a ptca/stenting treatment procedure, the maverick2 monorail balloon ruptured at 8 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 100% stenotic lesion in a tortuous right coronary artery. The physician used a terumo introducer sheath for vascular access and a miracle 3g, miracle 6g and miracle 12g guidewire and a 7 fr mach 1 fr4 guide catheter to cross the lesion. The maverick2 monorail balloon was being used to predilate the lesion for placement of an s670 stent. The maverick2 monorail balloon was removed and replaced with a goring 1.3 mm balloon to predilate the lesion. Resistance was met with removal of the maverick2 monorail balloon catheter. The goring 1.3 mm balloon was removed and replaced with a kongo 3.0/15 mm balloon to successfully complete the lesion predilatation. An s670 30/24 mm stent was deployed at the lesion site to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.